Event description:
It was reported the pt experienced a change in her stimulation. X-rays indicated the lead had migrated. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.